Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The report also represents notification of 16 events of spasm for 16 separate patients. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is a cordis sheath but the catalog and lot numbers are not available. The citation is as follows: as noted in the publication liu et al a comparative study of transulnar and transradial artery access for percutaneous coronary intervention in patients with acute coronary syndrome; journal of interventional cardiology, vol. 27, no. 5, 2014. A copy of the publication is attached to this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in the publication liu et al a comparative study of transulnar and transradial artery access for percutaneous coronary intervention in patients with acute coronary syndrome; journal of interventional cardiology, vol. 27, no. 5, 2014; report 16 cases of severe artery spasm in the transulnar intervention (tui) group. Most instances of severe artery spasm in both groups were relieved after an injection of nitroglycerin.

Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number of the 16 unknown devices associated with the reported event identified during in a literature publication. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As noted in the publication liu et al a comparative study of transulnar and transradial artery access for percutaneous coronary intervention in patients with acute coronary syndrome; journal of interventional cardiology, vol. 27, no. 5, 2014; report 3 cases of severe artery spasm in the transulnar intervention (tui) group. Most instances of severe artery spasm in both groups were relieved after an injection of nitroglycerin. The products were not returned for analysis. A review of the manufacturing records could not be conducted without the lot numbers. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. Without the return of the devices for analysis and without films of the event, the reported complaint could not be confirmed, and no determination of possible contributing factors could be made. Radial artery spasm (ras) is the most frequent complication of transradial cardiac catheterization. Access site complications are potential events associated with this type of procedure. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. Please note that this represents notification of 3 events from a literature publication.